Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump's screen was scratched. Sometimes the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 250 mg/dl. The device was not retuned.